Event description:
We bought the mam blue learning toothbrush and after a few uses, the head of the toothbrush broke off in my (B)(6) old's mouth while he was brushing his teeth. This is a major choking hazard that needs to be addressed now. We contacted the company to let them know and they sent us a replacement and a pre-paid envelope to send the defective toothbrush back in. This is a baby product and I am very concerned that this can happen to another child. Mam oral care products ensure that babies get used to routine oral hygiene step by step. Babies need to learn how to clean their teeth properly. The 6 and above months training brush makes tooth brushing easy right from day one. And with mom and dad's help it's even easier. Trendy colors and shapes arouse baby's interest and encourage him to clean his teeth. The mam 6 and above months training toothbrush has a long handle for holding the brush together baby can be guided through the correct brushing motions. A round head adapts perfectly to baby's mouth. Six plus months, boy colors. Bpa free. Retailer: (B)(6). Purchase date: (B)(6) 2014. The product was not damaged before the incident. The product was not modified before the incident. (B)(4).